Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. The evaluation was performed by smith and nephew and could confirm the customer complaint for the cable of the device was burned. A visual inspection was performed and showed the light guide has been used in the field. Both ends of the light guide have three different colors of medical tape wrapped around the orange sheathing. The source end of the light guide shows the fibers are burnt. This damage occurred when the light guide was attached to the light source. A root cause could not be determined in confidence due to the severe burnt fibers. Possible root causes; excessive heat from the light source, a residue build up on the fibers, or broken fibers. A review of the manufacturing and complaint records was performed for the reported lot number, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after being connected to the source of lez for a few minutes, the image suddenly disappeared, they realized that the cable of the device was burned. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.